Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed lesion was located in the non-calcified and moderately tortuous first diagonal. The physician advanced the 15mm x 1.50mm apex flex monorail balloon catheter and inflated the balloon once to 10 atms, however, the balloon pressure was not maintained. The physician removed the apex flex balloon catheter from the patient and noted a rupture in the balloon material. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.